Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer was experienced high blood glucose. Blood glucose at the time of event was over 600 mg/dl. Current blood glucose value was 523 mg/dl. Insulin pump also received motor error alarm. Customer was unable to clear the alarm and unable to rewind insulin pump. Drive support cap was normal. The insulin pump will not be returned for analysis.